Manufacturer narrative:
The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: mildly calcified, a 100% occlusion, a chronic total occlusion (cto), and not tortuous. Access for the procedure was made from the ipsilateral approach (behind the knee) and contralateral via femoral approach. The lesion was pre-dilated. Two 6 x 100 smart control stents were successfully deployed prior to the aforementioned product problem. The products were all inspected prior to use and appeared to be normal. No unusual force was used during the procedure and the product was prepped and deployed properly according to the IFU. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that after deploying a third smart control 6x100 stent, the stent appeared to be 8cm long instead of 10 cm and the stent struts appeared to be folded/overlapping each other. An additional (fourth) stent was implanted and was post-dilated to complete the procedure successfully. There was no reported pt injury.